Event description:
Radiometer reference number (B)(4). According to complaint, the customer reported, that on (B)(6) 2026, during a routine visit, the abl800 flex analyser (serial number (B)(6)) was restart. Upon reboot, the date has been reverted back to (B)(6) 2007. The time discrepancy was noticed and caused patient results transmission to fail.